Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore(r) excluder(r) aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration endoleak

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore(r) excluder(r) aaa endoprostheses. Post deployment of all devices, a proximal type I endoleak was observed. During deployment of a gore(r) aortic extender component proximally to treat the endoleak, the device moved proximally resulting in partial coverage of the left renal artery. The procedure was concluded with conclusion angiography showing a slight persistent type I endoleak and a type ii endoleak. Blood flow of the left renal artery was maintained. The endoleaks will be monitored by the physician.